Manufacturer narrative:
The reported event of fluid leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the atrial fibrillation ablation procedure using voxel mode, blood leaked from around the hemostatic valve of the sheath. Since the procedure was in its final stages, the catheter was removed from the sheath, and the sheath was removed from the patient at the end of the procedure. The procedure was completed without replacing the device and there were no adverse consequences to the patient. No air movement into the patient was confirmed. The hospital discarded the reported sheath.